Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "10 minutes behind". There was no reported impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.